Event description:
The pump was being used for transducer and infusing at 1 ml/hr. While in use, reportedly the pump would spontaneously alarm "check syringe barrel clamp" or "check clutch." The pump alarmed check clutch/plunger lever five separate times on the same day, as well as the warning "pressure increasing - check infusion line." Two days earlier, the pump alarmed "check clutch/plunger lever" one time. Three days prior, the pump again alarmed "check clutch/plunger lever" three more times.